Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: asm0206 h3, h6: the exports and logs were returned for analysis. The analysis is still in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a procedure. It was reported that the arm seemed to shift after the site drilled, tapped, and took the cannula out. The arm looked like it shifted by about 5 mm. When the screw was being placed, it looked like it was not following the same track and was not following the same hole. The first screw looked medial on confirmation shots. The shift was during the left s1 screw placement. The manufacturer representative and healthcare professionals came to a conclusion that the cannula was resting on the l5 screw head causing the arm to be deviated when placing the cannula. When the cannula was removed the arm shifted, and the screw was not falling into the drilled hole. The surgery was aborted and rescheduled. There was no patient harm and the procedure was delayed less than one hour.

Manufacturer narrative:
H3, h6: the exports were returned for clinical analysis. The analysis determined that the root cause of the deviations was described to be inadequate platform fixation, most probably leading to a platform shift when the slightest force was applied. No accuracy check was performed, but as the following surgeries were carried out successfully, arm inaccuracy can be eliminated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.